Event description:
Dealer stated that the right side of the seat frame on a ct7a wheelchair is cracked. Dealer did state that the end user has had the frame welded, user was having extreme pain in his back from the way he was sitting with the broken seat frame. User did not have a replacement chair.